Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was due to the failure of the full-height drawer 4 rails. A field service engineer discovered that the right side bearings were coming out of the rail, and the left side was not sliding properly. To resolve the issue, the engineer replaced the defective slides. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system sj.14bc, the full-height drawer 4 became very hard to pull out, preventing users from accessing medication for a patient. This incident did not result in any delays in patient care, as the drawer remained operational. There were no adverse events or injuries reported based on this event.